Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported low sensor readings with the adc device, but as their healthcare provider could not see results from their end, it was recommended customer be taken to hospital. The caller reported that at the time, they had no further information as customer was with healthcare professionals at hospital for unspecified treatment. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported low sensor readings with the adc device, but as their healthcare provider could not see results from their end, it was recommended customer be taken to hospital. The caller reported that at the time, they had no further information as customer was with healthcare professionals at hospital for unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.